Event description:
It was reported that while using the bd facslyric¿ the needle drags patient samples with it, component appears to be dripping. The following information was provided by the initial reporter: it was stated by reported that the sit flush does not completely suck out. Took the hose out of the v8 with the customer and asked me to do several sit flushes: it doesn't work, the status light is suddenly red and it says: cytometer is connected but initialization failed. The only thing left with ms. Krengel is that she does a cold reboot, then 4x sit flushes with the hose removed, and then a few more sit flushes with the hose in place (explains how to use it correctly). She does that and only reports back if she still has problems, otherwise the case can be closed tonight without further feedback. No wrong results were given out!

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd facslyric¿ the needle drags patient samples with it, component appears to be dripping. The following information was provided by the initial reporter: it was statet by reported that the sit flush does not completely suck out. Took the hose out of the v8 with the customer and asked me to do several sit flushes: it doesn't work, the status light is suddenly red and it says: cytometer is connected but initialization failed. The only thing left with ms. Krengel is that she does a cold reboot, then 4x sit flushes with the hose removed, and then a few more sit flushes with the hose in place (explains how to use it correctly). She does that and only reports back if she still has problems, otherwise the case can be closed tonight without further feedback. No wrong results were given out!

Manufacturer narrative:
H.6 investigation summary scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial #(B)(6). Problem statement: customer reported a complaint regarding erroneous results produced by the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 663029. Date range from 08sep2021 to 08sep2022. Complaint trend: this is the only complaint related to the issue of erroneous results due to clogged or dirty tubing for part # 663029;date range from 08sep2021 to 08sep2022. Manufacturing device history record (DHR) review: DHR part # 663029, serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the root cause of the erroneous results was determined to be clogged or dirty v8 tubing. The v8 valve and its tubing connect the sit (sample injection tube) to the aspirator pump, which aspirates waste from the sample line. Therefore, dirty or clogged tubing can contribute to back drip that can cause erroneous results. The customer called to report a dripping component due to incomplete sit flush rinsing, thus causing erroneous results on patient samples. The tsr (technical service representative) advised the customer to perform a cold reboot and run several sit flushes with the hose removed and then in place. After the customer performed 4 sit flushes without the hose and several more with the hose placed back in correctly, the problem was resolved and the instrument was found to be working as expected with no further drips or erroneous results. Although this issue yielded false positive results on patient samples, the erroneous results were not communicated to physicians or used to inform diagnosis decisions because they were caught early in the laboratory and reported as unexpected to bd. So, no patient was treated or harmed from incorrect results. There was no delay in patient treatment. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system ivd instructions for use, #23-19938-02 rev. 01/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related case # (B)(4). Install date: (B)(6) 2022, case comments: subject / reported: lyric: nadel carries patient samples with him. Problem description: needle drags patient samples with it. A component appears to be dripping. On ((B)(6) 2022 4:16 am) customer called: the sit flush does not completely suck out. Took the hose out of the v8 with the customer and asked me to do several sit flushes: it doesn't work, the status light is suddenly red and it says: cytometer is connected but initialization failed. The only thing left with ms. Krengel is that she does a cold reboot, then 4x sit flushes with the hose removed, and then a few more sit flushes with the hose in place (explains how to use it correctly). She does that and only reports back if she still has problems, otherwise the case can be closed tonight without further feedback. No wrong results were given out! On ((B)(6) 2022 10:53 pm) removed hose from v8, made 4 sit flushes, put hose back in correctly and tested with more sit flushes - works again, problem solved, device is running. Returned sample evaluation: a return sample was not requested for evaluation because no parts were replaced. Risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes/no azure ID: 89171 ID: libivd-ra-63 2.1.8 hazard: exposure to biological sample. Cause: back drip from injection port. Harmful effects: wrong results by cross contamination. Residual probability: 1 residual severity: 3 residual risk index: 3 root cause: based on the investigation results, the root cause was determined to be clogged or dirty v8 tubing. Conclusion: based on the investigation results, the root cause of the instrument producing erroneous results was clogged or dirty v8 tubing. The customer reported a dripping component due to incomplete sit flush rinsing causing erroneous results on patient samples. As per the tsr¿s guidance, the customer performed a cold reboot and ran several sit flushes with the v8 hose removed and then re-inserted correctly. After the flushes, the problem was resolved and the instrument was found to be working as expected with no further drips or erroneous results. Although this issue yielded false positive results on patient samples, the erroneous results were not used to inform patient diagnosis or treatment decisions, so no patient was treated or harmed from incorrect results. The safety risk of this hazard has been identified to be within the acceptable level.